Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty with clip deployment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The mitraclip gen 4 nt grasped the leaflets. After the lock was checked with the establish final arm angle test, the arm positioner was turned to the neutral position and then turned one full turn in the open direction. The arm positioner was turned one turn in the closed direction per the physician's preference. The clip lock was not checked a second time. The deployment sequence was started, the actuator knob was turned eight times and pulled back the gripper line was detached when it was noted that the actuator mandrel did not release the clip to deploy it. Standard troubleshooting steps were performed, but were not successful. The actuator knob was removed as part of troubleshooting. One hemostat was used to grasp a part of the handle and another hemostat was used to turn the actuator cable at the end of the handle. The cable was turned eight more times using the hemostat. The handle was wiggled and jiggled resulting in the release of the clip from the mandrel. Mr was reduced to grade 1 with the single mitraclip. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the dc (delivery catheter) shaft and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the intended use section of the electronic instructions for use, (eifu), mitraclip system gen 4, u.s. States: read all instructions carefully. Failure to follow these instructions, warnings, and precautions may lead to device damage, user injury, or patient injury.¿ step 32.1.2 instructs to ¿establish final arm angle (second time)¿, step 32.1.4 instructs to ¿turn the arm positioner to neutral¿ and step 32.2.1 instructs to ¿confirm that the arm positioner is in neutral¿. In this case, it was reported that the user purposely deviated from the IFU, the second establish final arm angle (efaa) was not performed, and the arm positioner was not turned or confirmed to be in neutral and these deviations appeared to contribute to the reported difficult to deploy the clip. The investigation determined the reported difficult to deploy appears to be related to a combination of user technique and user error. The user error was due to the user who deviated from the device IFU: not performing the second lock test and the arm positioner was not turned or confirmed to be in neutral. There is no indication of a product quality issue with respect to manufacture, design or labeling.